Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began on (B)(6) 2016. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management routine in response to the alleged issue. During the initial call, the patient reported "gaining weight and not feeling well" 14 days after the alleged issue began. During the follow-up call, the patient further described symptoms of "nausea and blurry vision"; symptoms she associated with high blood glucose. In response to the symptoms, the patient claimed she was treated by her doctor on an unspecified date with insulin. During the follow-up call, the patient claimed the alleged issue caused a delay to her treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional after the alleged meter issue began.

Manufacturer narrative:
The meter has been passed for futher investigtaion. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.